Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed battery out limit and button error. The blood glucose reading was 4.3 mmol/l. It was stated that the battery was not out of the insulin pump for more than 10 minutes. It was also stated that the customer laid on top of the insulin pump. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed button error and had no act and up button response due to corroded keypad traces. Unable to verify for battery out of limit alarm due to no act button response. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and broken pump belt clip slot.